Event description:
It was reported that upon preparation of the 0.035 jag precursor guide wire, it was noted that the hydrophilic tip of the guide wire was broken. It was further noted that there was no visible damage to the packaging. The device was not used and the procedure was completed with another of the same device. The pt's status is reported as "stable".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specifications. The root cause was unable to be determined.